Event description:
It was reported that the patient presented reporting shortness of breath and the patient's implantable cardioverter defibrillator (ICD) had triggered elective replacement indicator (eri) four years prior. Atrial undersensing was noted on the right atrial (ra) lead. The ICD was removed and replaced while the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.